Event description:
During hemodialysis treatment a leak was reported at the connection between the arterial dialyzer connector on bloodline and the arterial port of baxter dialyzer. MDR is filed for estimated blood loss of 50-75cc. Dialyzer was on its 28th re-use.